Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported a pump and catheter replacement was done on (B)(6) 2012 due to a catheter occlusion and decreased battery life of the pump. Additional information has been requested, but had not been received as of the date of this report.